Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead was explanted due to oversensing of p waves without pacing inhibition. This caused the ICD to deliver inappropriate anti-tachycardia pacing and an electric shock. The rv lead is expected to be returned but the ICD is not. A new system was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead was explanted due to oversensing of p waves without pacing inhibition. This caused the ICD to deliver inappropriate anti-tachycardia pacing and an electric shock. The rv lead and the ICD were returned for analysis. A new system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Correction of patient codes, h6 field. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead was explanted due to oversensing of p waves without pacing inhibition. This caused the ICD to deliver inappropriate anti-tachycardia pacing and an electric shock. The rv lead is expected to be returned but the ICD is not. A new system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction of patient codes, h6 field. This investigation will be updated should further pertinent information be provided.